Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 was failed. A field service engineer replaced the inseparable latch and slide railings on main full height drawer 1. Replaced the inseparable latch on main full height drawers 2, 3, 4, 5, and 6. Installed one new slide bumper on auxiliary half height drawer 3.2. Supplied the customer with a new barcode scanner and scanner flex cradle. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed.the customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care.there were no adverse events or injuries reported based on this event.